Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg, as the charger would not connect to the ipg. In time, the ipg stopped communicating with external devices, and it became inoperable.

Manufacturer narrative:
The device was not returned for evaluation.  The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient had their ipg explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The cause is a depleted internal battery due lack of charge. Per communications hub, patient last had therapy 4 months ago and unknown when last successfully charge was made. According to the eon dfu review, there is adequate information for preserving the ipg battery when not in use. In dfu 37-0864, ver b.0 it states; ¿if you do not recharge a depleted ipg within 2¿18 months (depending on the proximity to the end of the device life), the ipg may lose its ability to be recharged.¿ therefore, the reported charging problem was due to a user error.